Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump alarmed backup battery failure after replacing the battery in a timely manner. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that pump was not exposed to extreme temperature. Customer was advised to remove battery for 10 minutes, insert fully charged battery and monitor pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device trace download analysis confirmed the device alarmed power error alarm. The power management tool confirmed power error alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, device was monitored and functioned properly.